Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provide pictures for review. The customer's report was observed during the review of pictures. However, component root cause analysis could not be performed without the device. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.